Event description:
The user facility reported that a portion of the "glidewire coating peeled back as it was being manipulated through the anatomy." F/u communication confirmed: the entire device was able to be removed without issue; the procedure was completed successfully; and there were no reported pt complications.

Manufacturer narrative:
Result and conclusion: is based upon eval of user facility info and pictures of the returned sample. The involved device is current in transit to the mfg facility for eval. However, pictures of the involved device were able to examined by qa at the mfg facility. Examination confirmed that the urethane coating had been ripped and peeled away from the core wire. However, it cannot be determined from the photos if any of the urethane coating is completely separated from the wire. Unfortunately, the lack of info identifying the involved lot number limits the investigation of relevant mfg and complaint quality records. Although the cause for the reported event cannot be definitely determined, there is no evidence that the reported issue was related to a device defect or malfunction. The event description and appearance of the returned sample are most consistent with damage to the guidewire due to concurrent use with a metallic device and/or continued manipulation against resistance. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use by statements such as the following: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available info has been filed by qa at the mfg facility for appropriate tracking, trending and f/u. (B)(4).